Manufacturer narrative:
Blank display due to faulty interface board. Unable to verify program alarm anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and watchdog timeout error alarm. Customer¿s blood glucose level was 250 mg/dl. Troubleshooting for blank display anomaly was performed. Customer advised the device was without a battery for more than ten hours however the issue remained unresolved. Customer advised the device remained blank after new battery insertion. Customer advised the device alarmed and the watchdog time out issue remained unresolved as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.